Event description:
It was reported that the user experienced rising blood glucose after a supply change with an ilet system, and the caregiver removed the cannula, which appeared normal; the user chose to change the infusion site only before leaving for a dental appointment. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included complaint review and user troubleshooting and education by support. Investigation of this case revealed no device malfunction identified and cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.